Event description:
Info received indicates the ground resistance too high on the bed when the technician performed an electrical safety test.

Manufacturer narrative:
The technician isolated the issue to the power cord. He replaced the power cord to repair the bed.